Event description:
Reported due to a disconnected tip requiring interventional procedure. It was reported that a physician attempted to perform a left heart catheterization using the jography amplatz left coronary 5 french pigtail guide catheter. Reportedly, the end of the pigtail catheter "snapped off inside the patient" while they were positioning it in the left ventricle. The doctor was positioning the pigtail and "it twisted around, so he reinserted the guide wire to straighten it out but it would not straighten." He then pulled the catheter out, "only the proximal end came out and the very distal end (at the joint) stayed in the aorta". The broken tip of the catheter was retrieved via a snaring technique. Although requested, no additional information was provided.